Event description:
The customer reports: the arterial catheter guide is bent.

Manufacturer narrative:
Qn#(B)(4). The customer returned one packaging sleeve and guide wire for evaluation. Visual examination of the returned guide wire revealed one kink in the guide wire body. No other defects or anomalies were observed on the guide wire. The packaging sleeve contained numerous bends throughout the length of the sleeve. The lidstock provided with this kit warns to not bend the packaging. The kink in the guide wire body was located at 128mm from the proximal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The lidstock provided on this kit warns those who handle the product "do not bend". The customer report of guide wire kinked in packaging was confirmed by complaint investigation. The returned guide wire contained one distinct kink. The returned packaging contained numerous bends throughout. A device history record review was performed with no relevant findings. Based on the customer report and the sample received, shipping and handling caused or contributed to this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the arterial catheter guide is bent.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the arterial catheter guide is bent.